Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer's insulin pump alarmed motor error. Customer's blood glucose was 130 mg/dl. The device was not exposed to a strong magnetic field or dropped. The device failed the displacement test. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.